Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed compromised force sensor system. Customer reported a couple days prior to the alarm the device was dropped. Customer's blood glucose was 75 mg/dl. Customer stated the insulin was squirting out during manual prime. Customer has all ready received a replacement device so was all ready disconnected from the device. Customer stated the drive support cap was normal. Customer reverted treatment to a new device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.